Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had experienced high blood glucose. The customer¿s blood glucose level was 24 mmol/l. The customer¿s stated the blood glucose level 24.2 mmol/l. The customer did not experienced symptoms of high blood glucose level. The customer treated high blood glucose with manual injection. The customer did allege under delivery on insulin pump. It was unknown whether the customer was using auto mode or not. The insulin pump had keypad anomaly. Customer stated that numbers are not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer reported the center button was unresponsive. Customer also stated they were able to access the menu screen. Customer stated up and down arrow allows them to navigate the screen. Customer stated the block mode was inactive. Customer also stated that the insulin pump was not in progress a the time the button was unresponsive. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further complications were reported. The device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring =¿black. ¿customer returned device for an alleged keypad unresponsive/button error alarm found on (B)(6) 2022. The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self test. All buttons function properly and no unexpected stuck button error alarm noted during testing. Successfully downloaded history files and traces using thump. No stuck key alarm found in the history files or traces. Device was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on electric bord 1 was locked properly during visual inspection. Device passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: broken battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window. Stuck button alarm not confirmed. Keypad unresponsive not confirmed. Cosmetic damage found on the device case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The component code that was provided with the initial report was incorrect. The correct information has been included with this report in h6 section.